Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the accelerometer, button, lcd, and vibrator tests failed. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.